Event description:
The customer reported that following a radio frequency ablation procedure when the grounding pad was removed, a small burn was noted on the patient's back at the grounding pad site. The burn was described as the size of a quarter. There was minimal serous drainage. The physician ordered silvadene cream and hydro cortisone cream. The patient was discharged. The burn is reportedly healing well.

Manufacturer narrative:
(B)(4). The incident pad has not been received for evaluation. If the pad is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The (B)(4) instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.